Event description:
It was reported that the patient did not hear the low reservoir pump alarm and the pump was currently empty. No further event details were known at the time of the report. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter; product ID 8590-1, lot# n344820, implanted: (B)(6) 2012, product type: accessory; product ID 8709sc, serial# (B)(4), product type: catheter. (B)(4). The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # (B)(4).

Event description:
Additional information received reported that the alarm was confirmed through telemetry. The cause of the issue was not determined. There were no reported patient symptoms. The pump was refilled and the patient had been doing fine ever since. It was unknown what drug the pump was used to deliver (device implant query listed the drugs dilaudid and bupivacaine). Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed. The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # (B)(4).